Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/18/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused unit and two photos. Upon inspection of the received unit and photos, it was identified that the needle cover was damaged, one of the wings was deformed, and the package did not have uniform uninterrupted seal residue around the entire package. The reported defects were confirmed. These defects likely occurred during manufacturing due to the product not being placed properly in the bottom web resulting in the mis-seated component affecting downstream processes like sealing and package cutting. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system packaging seal was damaged. The following information was provided by the initial reporter: "IV insertion was the original intended procedure. The nurse stopped prior to patient use due to the package being unsealed. Upon inspection of the product, the nurse noted that the protective sheath was different and that the sheath was bevel cut and did not cover the tip of the needle."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system packaging seal was damaged. The following information was provided by the initial reporter: "IV insertion was the original intended procedure. The nurse stopped prior to patient use due to the package being unsealed. Upon inspection of the product, the nurse noted that the protective sheath was different and that the sheath was bevel cut and did not cover the tip of the needle."